Manufacturer narrative:
Patient information was not made available from the site. Return requested for capstone & clydesdale inserter. No parts have been received by manufacturer for analysis. (B)(4)

Event description:
A site representative reported that, while in a transforaminal lumbar interbody fusion (tlif) procedure, the capstone & clydesdale inserter did not engage fully with the cage. Surgeon has verified tlif inserter on the navigation system and attempted to clip the cage on, however, it did not it fully lock. There was approximately a 1.5 millimeter gap. Surgeon opted to continue the procedure and used the inserter with this knowledge, as the gap was small and when pushing the cage against the insterter, it was coming into place, and the inner bit was coming out from the back, slightly. It appeared the issue was with the threads on the inner bit. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
Patient information provided. Patient weight was reported to be "high bmi" with no specific value provided. The hardware investigation found that the reported event was related to a hardware issue. The inner shaft was examined and found to be to specification for overall length and thread length. The edge was jagged which may have caused a fit issue. Otherwise, the instrument was found to be in good condition. This issue was documented in a medtronic navigation hardware anomaly tracking database. Per further engineering review, it appears that the thread damage was due to repeat use as opposed to a manufacturing defect. The 120613 lot number indicates the part is nearing 4 years old and repeat insertion and removal from implants can lead to thread distortion over time. The account likely used it many times successfully, which they wouldn¿t have been able to do if it were defective.

Manufacturer narrative:
Patient information reported in previous report was incorrect, no patient information has been received for this event. The patient information was unavailable from the site. A medtronic representative performed a navigation system check-out, all areas passed.